Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached over 300 mg/dl while wearing the pod; this occurred after the cannula dislodged while patient was swimming. Patient reportedly lost consciousness while in the process of applying a new pod, and was taken by ambulance to hospital, where she spent the next 3 days. The patient was treated with an insulin drip, anti-nausea drip and antibiotics. Patient was also prescribed lantus (14 units to be taken in the am; 8 units in the pm) and a humalog pen, to be used when bg level is >150 mg/dl. Patient stated hospital endocrinologist took her off the omnipod system and put her on long-acting insulin (lantus), until her health care provider can review her settings.